Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported that the patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the abdomen. The patient experienced dizziness and diaphoresis. The discrepancy was observed on the way to the hospital, the sister of the patient performed the fingerstick measurement. The patient was treated with glucose administered through the vein by her sister who is a nurses. The patient was discharged in the morning on the day after, (B)(6) . There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On 11/26/2023, it was reported that the patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the abdomen. The patient experienced dizziness and diaphoresis. The cgm was reading 100 mg/dl and the blood glucose reading was 35 mg/dl. The patient was treated with glucose administered through the vein by her sister who is a nurse. At the time of the report, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.